Manufacturer narrative:
(B)(6). Device is not distributed in the united states but is similar to distributed united states product. (B)(4).

Event description:
It was reported that the t-2 anchor did not deploy. A backup device was available to complete the procedure successfully. There was a reported 5 minute delay in the procedure. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its t2 pre-deployment position indicating a deployment of t1. No suture or ts remain on the needle but were returned. Examination of the construct showed the distal end of t1 is missing. T2 and the suture show no abnormalities. The needle is bent. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).